Event description:
Medical affairs was unable to get in contact with the pt and will be sending a letter to obtain more clinical info. The pt called alleging low readings on their lfs meter. Pt had obtained a 23mg/dl and was experiencing a fast heartbeat at the time of testing. Pt drank some orange juice after obtaining the low reading and went to the hosp. Within 10 minutes from their meter reading and blood test was taken at the hosp and their reading was 253mg/dl. Md did not treat the pt with the 253mg/dl reading. While troubleshooting with the pt, ccr found out that pt had been storing their test strips loosely inside the carrying case. Storing the strips improperly can lead to false blood glucose readings. Pt did not have a check strip to check the meter. There is no info on whether the pt tested their blood glucose prior to the 23mg/dl reading or how long pt had been obtaining the low readings, but pt based treatment on the meter reading. This case is being reported as an adverse event, since user error contributed to the serious injury.